Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the disposable tourniquet was leaking air. An alternative size was found and used. There was no impact on patient as this was done before the procedure started. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This report is being submitted to report additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional information.